Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the ped was opened at the m1 horizontal segment, it was pulled back to the predetermined landing point of the distal end (near the posterior communicating artery). The angiography found that the distal end of the stent was not fully opened to adhere to the wall, the healthcare provider (hcp) increased the tension, and it was deployed to the anterior curve of the cavernous sinus (deployed about 15mm). The tip end could not be fully opened to adhere to the wall. It was completely retrieved and then deployed, the situation remained the same. After many attempts to no avail, the ped was retrieved into the introduction sheath, withdrawn from the body, and simulated deployment outside the body. It was found that it was girdle-shaped at about 5-7mm from the tip end of the stent, and it rebounded to its normal shape after being pinched with fingers. At the same time, it was found that the tip end of the stent was damaged. Hcp replaced it with a new stent which was successfully implanted. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. Full wall apposition was not achieved. No ballooning was required for tapering or to ensure wall apposition. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a multiple saccular, unruptured aneurysms in the ophthalmic segment of the right internal carotid artery with a max diameter of 5.4mm and a 5.2mm neck diameter. The landing zone was 4.1mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 158. Angiographic result post procedure revealed successful implantation after replacement of stent. Ancillary devices include a neuromax sheath, navien guide catheter, phenom27 microcatheter.

Manufacturer narrative:
H3: product analysis of ped-500-25, lotno:b344832 found no bend observed on the pushwire. The hypotube was slightly stretched. The shrink tubing was intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. Based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. In addition, the proximal and distal was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.